Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed.

Manufacturer narrative:
An eds iii was returned for evaluation. The returned eds iii did confirm the problem reported by the customer. The lot number was cphcdw, product code 82-1730. - the eds iii was visually inspected and noted that the tubing has come away from the system stopcock. Glue traces were noted on the tubing and on the system stopcock. The current quality inspection for these assemblies is established to 100% test for leak and blockage. Review of the history device records confirmed the device conformed to the specifications when released to stock. The root cause of the problem reported by the customer could be due to the patient being restless, but this could not be determined. Trends were monitored for this kind of problem and a cap -(B)(4) was opened. CAPA-(B)(4): eds3 drain tube assembly drawing ((B)(4)) & eds3 visual standard ((B)(4)) have been modified according to (B)(4). The (B)(4) has been implemented on 22 aug 2013. Eds3 drain tube assembly drawing ((B)(4)) & eds3 visual standard ((B)(4)) have been modified according to (B)(4). The (B)(4) has been implemented on 22 aug 2013. Additional actions are in process. At the present time this complaint is considered closed.

Event description:
The tubing got disconnected at the connection level with the drip chamber. Risk of meningitis. The incident has been reported to tha ansm. The device will be sent for evaluation.